Event description:
It was reported that the vns patient was scheduled for prophylactic generator replacement surgery on (B)(4) 2015. The patient was put under anesthesia and subsequently experienced a drop in heart rate from 40-50 bpm to 0 bpm. The patient was given epinephrine to restore the heart rate. It was noted that the patient had number health issues and was normally taking blood thinner medication but was not on the medication the day of surgery. The surgery was aborted and the patient¿s device was not replaced. Follow-up revealed that the patient had a prior history of bradycardia and atrial fibrillation. The event is not believed to be related to device stimulation on-times. The patient¿s device remained programmed on and the cardiac events have not reoccurred.